Manufacturer narrative:
(B)(4).

Event description:
On 2015-10-19, information received from a consumer reported that the patient "had the pump in back at first" and it was rubbing against their rib cage and causing chest pain. Subsequently, the pump as moved to the "stomach." Indications for pump use included non-malignant pain and other chronic intractable pain (trunk/limbs). No additional information was able to be collected; the consumer refused to provide additional information and no response to previous follow-up attempts with the implanting hcp was received.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Information was received from a consumer receiving an unknown drug via an implantable pump. The indications for use were not reported. The pump was re-implanted "less than a year ago" because when the physician implanted it initially it was too close to her ribs, causing her ribs to crack. The patient was having difficulty with breathing and was throwing up. Intervention performed included a partial system explant. The reported symptoms were "cracked ribs"; date of event was "2014". It was further reported that the patient had a blood clot in (B)(6) of 2014 and a physician was overseeing her for this issue. As reported it is unclear if the blood clot was the result of pump removal / replacement. Drug, circumstances regarding blood clot, intervention and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.